Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered an alert for high impedance. In addition, the lead exhibited noise and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.